Event description:
The customer reported the device cannot pass self-check intermittently. There was no patient involvement. The fse identified that the self-check error showed the printer was short of paper. No parts were replaced. The fse advised the customer to use the original factory record paper.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device cannot pass self-check intermittently. There was no patient involvement.